Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk, biv ICD, implanted: (B)(6) 2011, a 5076-52, lead, implanted: (B)(6) 2002. A 5076-58, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular (rv) lead had low high-voltage impedance, oversensing, noise, and pacing inhibition. The rv lead had fractured and the physician capped the rv lead and used an old rv lead already in the patient for pace/sense. No new lead was implanted. No further patient complications have been reported as a result of this event.